Event description:
(B)(6) study. It was reported that there was a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The patient underwent successful placement of the device with complete laa seal and deployed device diameter of 27.0 mm. Prior to the procedure, 75 mg aspirin was administered. The patient was discharged on aspirin medication. On (B)(6) 2020, the patient had their first follow up visit and CT assessment revealed a complete seal and presence of a laminar non-mobile thrombus on the atrial facing surface of the device with a size of 0.594 cm2. At the time of event, the patient was on aspirin. There were no other reported complications and the case is still ongoing.